Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 10 days dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type IV, bone graft was executed and immediate implant was performed.